Event description:
This lead was noted to have dislodged. No capture at full output, as well as worsening chf symptoms were noted. This lead was explanted and successfully replaced. Should add'l info become available, this event will be updated.